Manufacturer narrative:
Citation: nandhakumar v, kalidoss l, ezhilan j, begam s, ajit ms. Clinical outcomes of percutaneous transcatheter release of stuck mechanical mitral valve with cerebral embolic protection. Circ cardiovasc interv. 2024;17(8): e014044. Doi:10.1161/circinterventions.124.014044. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the outcomes of percutaneous transcatheter release of stuck mechanical mitral valves (petros). The study population included (B)(4) patients who underwent petros, which involved balloon dilation with cerebral embolic protection. Of the (B)(4) patients, (B)(4) had a previously implanted medtronic mechanical mitral valve (ats = (B)(4), hall = (B)(4)). During follow-up, the authors observed (B)(4) deaths in patients with non-medtronic valves. The following adverse outcomes were associated or may have been associated with medtronic valves: failed petros warranting redo surgery and valve replacement (ats case), elevated or high gradients, and recurrence of stuck valve necessitating reintervention (fibrinolysis/ultraslow infusion, intravenous medication, or repeat petros). No further information was provided pertaining to medtronic products.